Event description:
It was reported that the procedure was to treat a posterior tibial artery. A 2.5x25mm nc trek balloon failed to cross due to anatomy when it was then noted that the balloon became detached from the shaft. The detached balloon was successfully removed with a snare. The procedure continued with a nc balloon, and the target lesion was treated successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the procedure was to treat a posterior tibial artery. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instructions for use (IFU) states: the nc trek rx coronary dilatation catheter is indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction balloon dilatation of a stent after implantation (balloon models 2.00 mm ¿ 5.00 mm only). In this case, it is unknown if the IFU deviation caused or contributed to the reported complaint. The investigation determined the reported complaints, removal of foreign body and additional treatment appear to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.